Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the coil delivery wire was noted to be kinked/bent and the main coil was not returned. Functional testing could not be performed since the main coil was not returned. In case of this complaint, the main coil was not returned with the device; however, it could be confirmed that there was a breakage which may have been caused by the friction felt. An assignable cause of procedural factor was assigned to the as analyzed issue main coil premature detached inside patient, since the defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use. This is 1st of 2 MDR records.

Event description:
Analysis of the returned device found that the coil was prematurely detached inside patient. There were no clinical consequences to the patient reported as a result of this event.